Event description:
On (B)(6) 2013, the patient called animas for another issue and during that call stated that she has had blood glucose (bg) values of up to 400 mg/dl with headaches, muscle aches, and shortness of breath . Patient reports bg can be high because she did not bolus correctly or did the math wrong as patient is not using carbsmart menu. Patient indicates settings were correct in this pump, not recent alarms. Patient has had medication adjustments that affect bg. Vision problems may allow for errors in bolus programming. Patient admits to math errors at times in calculating bg correction and bolus amount for food. There is no allegation of pump malfunction and pump is not available for review. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings. No defect found. Unable to duplicate reported complaint. The pump successfully completed the required 29hr flow accuracy test and was found to be delivering within the specification..#2. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Review of the black box and alarm history shows no alarms outside the range of normal patient use; no activity related to the complaint was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.